Manufacturer narrative:
No sample is expected to return for eval. A root cause has not been determined. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A rep of a clinic reported that the system displayed a system message prior to the start of surgery. It is unk at this time if or how the procedure was completed. Add'l info has been requested.